Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl and correction boluses and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusions appeared to be related to the infusion set site; however, after changing the supplies and receiving another occlusion, the contact did not believe the site was the cause. After changing all of the supplies a second time, the occlusions were resolved.